Manufacturer narrative:
The autopulse battery (s/n (B)(4)) was received at zoll on 01/06/2016 for evaluation. No physical damage was observed upon receipt of the battery. The archive review could not be retrieved or downloaded, due to the battery could not be charged. In summary, the reported complaint of "low run time" of the battery was confirmed. The battery archive was corrupted, therefore it could not be reviewed and a root cause could not be determined.

Manufacturer narrative:
The autopulse battery in complaint was returned to zoll on 01/06/2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
Customer reported that during patient use the li-ion battery indicator showed depleted after 1-2 minutes of use. The battery was a known fully charged battery. The crew reverted to manual crp until a spare battery was inserted into the autopulse and the device restarted. No adverse effects were reported on the patient. No additional information was provided.